Event description:
Pump was not recognizing battery connection. When inspected by the technician, they had difficulty separating the battery/wifi module from the device and noted a burnt odor. Once the separation was accomplished, the damage was evident. It is unclear as to the events leading up to the failure. Manufacturer response for pump, infusion, pca, cadd (per site reporter). Opened a case, sent a return box for the device to be evaluated.